Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, foreign material was confirmed to be inside a sterilized pouch of a tempo. There is no reported patient injury. Additional procedural details were requested but are unknown. One opened packaging/box containing five sterile 4f tempo 0.038" 65cm vertebral pouches/bags were received for analysis inside a plastic bag. The outer box packaging/as well as the pouches /bags were labeled and identified as catalog number srd5821; lot number 17666463. Per visual analysis, the outer packaging/box was received open at the ¿open other end¿ label. The received sterile pouch bags were thoroughly inspected and neither foreign material nor any anomalies observed on units. A device history record (DHR) review of lot 17666463 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box foreign material - in sterile package¿ was not confirmed through analysis of the returned device. The exact cause of the foreign material reported by the customer could not be determined through analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue as it is unknown what kind of foreign material the customer may have noticed. As cautioned in the instructions for use, which is not intended as a mitigation, ¿do not use if package is open or damaged. Treat all 4f (1.35 mm) catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation. Before use, flush all devices entering a blood vessel with sterile heparinized saline or a similar isotonic solution. Keep the catheter filled with either flushing solution or contrast medium while the catheter is in the vascular system and consider the use of systemic heparinization. Forcibly aspirate and flush the catheter with heparinized saline solution at least once every two minutes.¿ neither the product analysis, nor the DHR suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
As reported, foreign material was confirmed to be inside a sterilized pouch of a tempo. There is no reported patient injury. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17666463 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box foreign material - in sterile package¿ could not be confirmed as the device was not returned for analysis and/or pictures of the material was not provided. The exact cause of the reported foreign material reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue as it is unknown what kind of foreign material the customer may have noticed. As cautioned in the instructions for use, which is not intended as a mitigation, ¿do not use if package is open or damaged. Treat all 4f (1.35 mm) catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation. Before use, flush all devices entering a blood vessel with sterile heparinized saline or a similar isotonic solution. Keep the catheter filled with either flushing solution or contrast medium while the catheter is in the vascular system and consider the use of systemic heparinization. Forcibly aspirate and flush the catheter with heparinized saline solution at least once every two minutes.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17666463 presented no issues during the manufacturing process that can be related to the reported event.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, foreign material was confirmed to be inside a sterilized pouch of a tempo. There is no reported patient injury. Additional procedural details were requested but are unknown.